Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. There was no product deficiency allegation against the lens. As reported, the lens was removed due to the surgeon¿s decision to use a different lens. Based on the manufacturing record review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zcb00, was implanted, the surgeon noticed that an anterior chamber (ac) lens was needed. There was nothing wrong with the lens; surgeon realized too late that he needed ac lens. An incision enlargement was performed in order to remove the zcb00 lens and was replaced with an ac lens (no info provided). The zcb00 will not be returned. No additional information was provided.

Manufacturer narrative:
Corrected information is being reported. Labeled for single use: yes. This information was inadvertently not marked in the initial MDR report. All pertinent information available to abbott medical optics has been submitted.